Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose reached 290 mg/dl. Reportedly, customer changed the pump supplies to resolve the reported occlusions.